Event description:
Event description guidant received information that this tranvenous defibrillation lead was exhibiting impedance measurements greater than 2500 ohms. The lead was removed from service and surgically abandoned. Another guidant lead was successfully implanted.